Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: issue with the balloon inflation, there were no add'l issues. No pt issues. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. Nothing fell into the pt.